Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed the upstream occlusion message during a bolus infusion of normal saline in the medical surgical care area. The saline was delivered at a rate of 999ml/hr to accomplish blood pressure stability due to the patient being hypertensive (programmed amount unknown). The customer also stated that the device was swapped out and that there was no patient injury.